Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/27/2015.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: right inguinal hernia repair. According to the reporter, the patient experienced a wall defect following a (B)(6) infection. No other information has been obtained at this time.